Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging. The port for the insr would not connect to the pin area and this issue started yesterday. The connector was broken. The patient's battery was dead and would like to have the insr overnighted to her. No patient injury reported. Further follow-up is being conducted. If additional information is received, the event will be updated. The device was not returned for analysis. C500.